Event description:
International affiliate reports the shunt was implanted in sept and explanted in october. The child was in surgery due to recidivering hygrom and subgaleal liquid storage/collection. The shunt had been placed to drain subdurally. The revision showed that the pillar of liquid stopped at 120mm h2o although the valve was programmed to 50mm h2o. Customer suspects fault in the programming mechanism of the shunt.